Manufacturer narrative:
Reported event:¿ an event regarding audible noise ¿involving an unknown implant hip ¿was reported.¿ the event¿ was¿confirmed.¿ method & results:¿ -device evaluation and results: the device was not returned for analysis, however a video was provided for review. The recording depicts the patient bending their hips. There is evidence of audible noise from this action. Material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted.¿ -clinician review:¿no medical records were received for review with a clinical consultant.¿¿ -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion:¿ the device was not returned for analysis, however a video was provided for review. The recording depicts the patient flexing and extending the knee joint. There is evidence of audible noise from this action. Material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.¿¿ ¿ patient would like to know if his implants were involved in a recall. Patient is asymptomatic. As no device details were supplied then its not possible to determine if the patient¿s implant is subject to a recall.

Event description:
Patient called stating he had a left hip replacement done on (B)(6) 2004 and is experiencing a squeaking noise and popping sensation. Patient would like to know if his implants were involved in a recall. From closed duplicate pi: patient stated he is experiencing audible popping and squeaking to the left hip. States the symptoms have gotten progressively worse over the years. Initially it was a single pop but now experiences multiple pops in a row when attempting to stand up right. Claims it is a trident ceramic hip with a surgical date of (B)(6) 2004. Patent denies pain.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient called stating he had a left hip replacement done on (B)(6) 2004 and is experiencing a squeaking noise and popping sensation. Patient would like to know if his implants were involved in a recall.